Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test inches. No excessive no delivery alarms noted. No delivery alarm functioned properly during the basic occlusion and occlusion tests. Pump received with cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer¿s blood glucose level at time of incident was 502 mg/dl and current blood glucose was 346 mg/dl. Customer stated his blood glucose were in the range of 100mg/dl when he woke up today and treated with 8.0u of insulin. The customer experienced symptoms such as slight nausea and headache. The customer was wearing the insulin pump during the hospitalization. Customer was assisted with self test and it passed. The insulin pump will not be returned for analysis.